Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. Customer¿s blood glucose was around 128 mg/dl at the time of incident. Customer reporting that the insulin pump was continuously loosing time. The customer also reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm and it was resolved by changing infusion set. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected "no delivery/occlusion" alarms, "insulin flow blocked" alarms, or prime anomalies were noted during testing. The unit was programmed with the current time and date and monitored for one week. The time and date are functioning properly with no delays noted.